Event description:
Procedure type: sleeve gastrectomy. According to the reporter: post-operatively, on (B)(6) 2012, a leak occurred. The pt has not been brought back to the operating room as of (B)(6) 2012. The surgeon is monitoring the leak. No transfusion as of (B)(6) 2012.

Manufacturer narrative:
(B)(4).